Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during use, the pump continued to sound an alarm despite the operator correctly entering the pca (patient-controlled analgesia) dose code. This alarm that prevents device operation and interrupts therapy. There was patient involvement, and no harm was reported.